Event description:
It was reported that the patient did not recharge the ipg as recommended. The ipg became inoperable and the patient lost therapy. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Ppe was unable to determine the root cause.